Event description:
A new closed blood draw system was in use in the neonatal ICU. The system uses heparin for patency. When the wave form would dampen down, the therapist would flush the line. There was concern about the amount of heparin and fluid volume the patient received. The line was changed out to the other brand they had been using. It was determined that there was no negative outcome related to the flushes given for this patient.